Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was unable to infuse water into the inflation lumen. The catheter was inserted into the patient, and urine flow was confirmed. However, the attempt to inject water into the inflation lumen failed, as the complainant met resistance upon injection.

Manufacturer narrative:
Received only 3 way tsc catheter. Per the visual inspection, the exterior of the samples were inspected and there was no evidence of a failure that would support the reported event. During the functional testing, a lab syringe was used to inflate the balloon with 10cc water using the normal fill technique. The balloon inflated without difficulty in 6sec and 10sec and the inflation funnel did not balloon out during inflation. The balloon was then deflated and re-inflated again with the quick fill technique. The balloon inflated without difficulty and the inflation funnel did not balloon out during inflation. The device was dissected and nothing was found to contribute to the reported problem. The following results were found in the dimensional evaluation: eye snip length 2/32¿, eye snip width 1/32¿, eye snip distance from distal cuff 8/32¿, eye snip distance from proximal cuff 10/32¿, rubberize thickness 11 thou, reinforcement 167 thou, inflation funnel thickness 51 thou, balloon thickness (average) 26 thou, inflation lumen coverage 10 thou. There was no indication that this product was out of specification. The product was manufactured per the manufacturing procedure. The reported event was unconfirmed as the problem could not be reproduced. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "when inflating balloon, use sterile water of the prescribed capacity labeled on the valve. If the valve is labeled as 10ml/cc,use 10 ml of sterile water." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was unable to infuse water into the inflation lumen. The catheter was inserted into the patient, and urine flow was confirmed. However, the attempt to inject water into the inflation lumen failed, as the complainant met resistance upon injection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was unable to infuse water into the inflation lumen. The catheter was inserted into the patient, and urine flow was confirmed. However, the attempt to inject water into the inflation lumen failed, as the complainant met resistance upon injection.